Manufacturer narrative:
The investigation for the reported cannula kink issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the returned pump was visually inspected, and the inflow cage was found to be detached. The delo was intact and the cannula resin was torn near the delo. A cannula kink was confirmed at the bend. The root cause of the cannula kink was determined to be that the impella device is not indicated for wireless re-access/improper technique. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the team noted a kink while explanting the 14fr peel away. The pump was replaced by extracorporeal membrane oxygenation (ECMO). There was no patient harm reported.